Event description:
While a catheter placement in the ir [interventional radiology] lab was finishing up. Dermabond (skin glue) was being used and upon cracking glue pen to activate a shard protruded from the side and punctured dr. Manufacturer response for skin glue, dermabond skin glue (per site reporter).